Event description:
Pump went into sleep error and did not provide sound or vibration warning as designed.

Manufacturer narrative:
A review of the pump's device history record confirms that the pump was tested and met its specs at the time it was shipped from animas. Pump under investigation. Once completed, f/u info will be provided.